Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrence, pain, bowel obstruction, erosion, infection, mesh migration and foreign body reaction. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after overlay implant, the patient experienced recurrence, pain, bowel obstruction, erosion, infection, mesh migration, tumor, abscess, inflammatory scar tissue, mass with dark thick white fluid, and foreign body reaction. Post-operative patient treatment included revision surgery, excision of tumor, plastic closure, and frozen section.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the repair of recurrent x3, left inguinal hernia with orchiectomy with gore biodegradable plug and lightweight velcro patch due to recurrent x3 left inguinal hernia. The patient had revision surgery 2 years and 4 months post surgery. The patient experienced recurrence, pain, bowel obstruction, erosion, infections and foreign body response.